Event description:
It was reported that the insulin pump had a very low audible tone despite the feature being set to high. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The audio tone functioned properly. The insulin pump had a cracked reservoir tube lip.